Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of the amia cassettes had loose green caps on the patient lines. It was reported that one had "a loose cap that came off when the customer went to connect to the line" and another had a loose green cap within the bag. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. A visual inspection performed with the naked eye noted that the green cap, from the patient line connector, was loose inside the unopened pouch. The reported condition was verified on the returned sample. The cause of the event was determined to be manufacturing related. The remaining sample(s) were not returned for evaluation, therefore a device evaluation could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.